Manufacturer narrative:
The customer reported that after a generator test this central nurse's station (cns) shut down unexpectedly and is now boot looping. Technical support (ts) had the customer power the unit down and back up, swap the hard drives position and disconnect the ethernet to force a network error and access the windows desktop; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that after a generator test this central nurse's station (cns) shut down unexpectedly and is now boot looping. There was no patient injury reported.